Event description:
Additional information was received from the manufacturer representative that reported that impedance measurements were taken, but the manufacturer representative didn't have impedance values. They could not replicate the issue in office. There was a report of shocking. The manufacturer representative met with the patient the day of the report, and were going to try and meet with the patient and the health care provider again on (B)(6) 2016.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 97714 serial # (B)(4) showed the battery had a reduced capacity due to overdischarge. The device was received with no telemetry. After the ins was recovered following a physician mode recharge (pmr) the trace report showed a total recharge count of 11. The last effective recharge session was performed (while the device was still implanted) occurred on (B)(6) 2016 where the device was recharged for 29 minutes. The battery charged from 3.400 volts to 3.620 volts. The ins battery discharged to the lock mode in (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the patient¿s ins was explanted on (B)(6) 2016.

Event description:
The patient via a manufacturer representative reported that they had issues with their spinal cord stimulator. The patient had shocking and jolting when their implantable neurostimulator (ins) was in use. The shocking was intermittent and was not related to positional changes. These issues occurred during normal use. Additional information received 8 days later indicated that the stimulation automatically increased the paresthesia to an uncomfortable level which knocked the patient off their feet. These issues also occurred during normal use. The impedances were tested with electrode 0 as the reference electrode and there were no out of range impedances. The group impedance of group a was 898 ohms with a current of 0.905 ma. The group impedance of group b was 966 ohms with a current of 1.562 ma. The patient was reprogrammed with an additional group that had a different electrode configuration. The patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.